Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifted. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence found in event history log. The dso seal was replaced, and the issue was resolved.

Event description:
It was reported that the device had a broken lcd. There was no patient involvement. Analysis of the device found that the downstream occlusion seal was lifted.